Event description:
It is reported that the patient has elevated levels of cobalt/chromium. Level reported at 6.7. Patient reports pain, bursitis, and joint pain.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.